Event description:
Information was received from a friend/family member, regarding a patient who was implanted with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stim. It was reported, that the patient's symptoms returned. Caller said, it is not going well. Caller said, the device was not working well. Caller said, the 1st 2-3 night the patient did well and was only up 2 times. Patient is back to getting up 4 times at night and is having incontinence during the day. Caller said, sometimes the patient does well. Sometimes the patient gets the urge to go and can't go. Caller said, they are pretty sure the patient is not emptying their bladder, because most of the time they urinate a little. Caller has another call into the hcp. The soonest appointment they could get is the last week in june. Reviewed how to adjust stim. Caller was able to increase stim to a comfortable level.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that by device not working they were referring to "therapy isn't working". They noted this was not caused by normal battery depletion and the cause was determined. The likely cause was noted to be "device is working. I was not pushing hard enough or long enough to turn devices on." The steps taken to resolve the issue were noted to be "change program and therapy level. Tried to see doctor or nurse." The issue was reported as not yet resolved. The patient clarified that by "sometimes the patient gets the urge to go and can't go" they were referring to "sometimes there is an urge to urinate but no urine comes out. Ongoing problem." The patient indicated that they did experience urinary retention prior to the device and noted it's about the same level as prior to the device (no note of worsening).